Event description:
Surgeon reported to bfarm: "inlay dislocation of the right hip after primary cementless depuy hip tep right (B)(6) 2017. Now revision of right hip with cup change (müller supporter cup, size 54, 4-times screw-retained, cemented triloc-2- pe cup size 52/32, merete bioball 2xl sleeve 10.5mm, ceramic head ø 32mm) and allogeneic bone graft acetabulum". Doi: (B)(6) 2017. Dor: (B)(6) 2022. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there any surgical delay? What was the duration of the delay? -> 168 min due to difficult surgery conditions b. Was the patient experiencing any adverse symptoms that led to the revision surgery? -> pain plus rubbing phenomenon right hip c. Can you please confirm if the liner disassociated from the cup or dislocated from the head? If dislocated from the head, please provide product details of the head -> liner disassociated from the cup d. Was there any alleged deficiency to the stem as to why it was revised? If yes, please provide details -> stem was no revised; no allegation against it.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Visual examination of the returned device 121722056/pinnacle sector ii cup 56mm could confirm a disassociation event among poly liner and cup. Also it was noted a considerable worn appearance throughout the inner's device surface caused by the interaction with the femoral head post a disassociation event. Debris was observed all over the outer surface of the metal cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 11/20/2016. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 10/2026. 5) IFU reference: 090200701 rev. P. Device history review : a manufacturing record evaluation was performed for the finished device (121722056/8422583) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.